Event description:
The advocate stated, the customer tested his blood glucose using his 2 contour meters and received readings of "hi" and 99 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Control solution was sent to the customer. No product will be returned at this time.